Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for spinal pain. It was reported that the patient was calling because their device wasn¿t helping them with pain, but they had been dealing with other health issues (unrelated). The patient reported that the stimulation wasn¿t helping with their pain and still wasn¿t and they stated that they were ¿going through hell¿ with pain. They stated that their stimulation stopped helping with their pain sometime before they went to the hospital ((B)(6) 2018) and then clarified that it started in (B)(6) 2017. The patient stated that the last time they recharged and felt stimulation was sometime before they went into the hospital and stated it was the first part of 2018 in (B)(6). The patient was redirected to follow-up with the healthcare provider (hcp) for their overdischarged ins and loss of therapy. The patient¿s loss of therapy was reported to have began in (B)(6) 2017 and the overdischarged ins was reported to have began in (B)(6) 2018. The patient called back later the same day stating that their healthcare provider (hcp) gave them the local manufacturer representative¿s (rep¿s) phone number and that they were waiting for the rep to call them back. No further complications were reported/anticipate d. Additional information was reported that the patient's ins has been overdischarged for the 2nd time due to patient compliance. The patient has been in the hospital for a collapsed lung and was unable to charge. The antenna locator and physician reset was done multiple times. The issue has not been resolved, and a surgical intervention has been planned. No further information was reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer representative (rep) reporting that the patient has plans to replace the ins, but a replacement surgery had not yet been scheduled and therefore the ins was currently still implanted in the patient. It was indicated that the provided information had been confirmed with the physician. No further complications were reported/anticipated.